Manufacturer narrative:
After further assessment, it was determined that this event has not, and is not, likely to cause death or serious injury, therefore this event is no longer reportable. A product deficiency was not reported or found. The customer stated the issue was the result of mistakes made by their staff and stated the product is not faulty. A supplemental report will be provided if any additional information is obtained. H3 other text : single use, device discarded.

Event description:
The customer reported misuse of the binaxnow covid-19 antigen card which resulted in a false positive result for three (3) separate tests and patients performed on (B)(6) 2023. This MFR. Report addresses test one (1) of three (3). The customer reported misuse of the binaxnow covid-19 antigen card which resulted in a false positive result with the binaxnow covid-19 antigen card performed on (B)(6) 2023 on a nasal sample. Testing was performed as routine serial testing upon admission to the nursing home. Per the customer, the test was inadvertently ran with 6 drops of fluorometholone 0.1% ophthalmic solution in the test strip/card instead of test reagent. This reportedly yielded a false positive result. Sampling for the confirmation test was performed on (B)(6) 2023. The confirmation testing was performed offsite via pcr (platform: unknown) on a nasal sample, generating a negative result on (B)(6) 2023. Due to the false positive result, the customer stated the patient had 6 days of aerosol contact precautions (transmission-based), close nurse monitoring, and an unnecessary course of molnupiravir. The patient was asymptomatic prior to testing and while receiving treatment. Upon receiving the pcr test, the customer stated precautions were stopped. The customer confirmed there was no death or serious injury to the patient as a result of receiving unnecessary treatment. The customer also reported the false positive results via medwatch (mw5116920, mw5116921, mw5116922).

Manufacturer narrative:
A product deficiency was not reported or found. The customer stated the issue was the result of mistakes made by their staff and stated the product is not faulty. A supplemental report will be provided if any additional information is obtained. Single use, device discarded.

Event description:
The customer reported misuse of the binaxnow covid-19 antigen card which resulted in a false positive result for three (3) separate tests and patients performed on (B)(6) 2023. This MFR. Report addresses test one (1) of three (3). The customer reported misuse of the binaxnow covid-19 antigen card which resulted in a false positive result with the binaxnow covid-19 antigen card performed on (B)(6) 2023 on a nasal sample. Testing was performed as routine serial testing upon admission to the nursing home. Per the customer, the test was inadvertently ran with 6 drops of fluorometholone 0.1% ophthalmic solution in the test strip/card instead of test reagent. This reportedly yielded a false positive result. Sampling for the confirmation test was performed on (B)(6) 2023. The confirmation testing was performed offsite via pcr (platform: unknown) on a nasal sample, generating a negative result on (B)(6) 2023. Due to the false positive result, the customer stated the patient had 6 days of aerosol contact precautions (transmission-based), close nurse monitoring, and an unnecessary course of molnupiravir. The patient was asymptomatic prior to testing and while receiving treatment. Upon receiving the pcr test, the customer stated precautions were stopped. The customer confirmed there was no death or serious injury to the patient as a result of receiving unnecessary treatment. The customer also reported the false positive results via medwatch (mw5116920, mw5116921, mw5116922).